Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The customer tested on the meter with a result of 4.3 inr. The customer went to the doctor where blood was drawn for a laboratory test. The result from the laboratory was 2.4 inr. The customer's therapeutic range is 2.5 inr to 3.0 inr. The customer's coumadin dose was decreased based on the meter result. No other treatment was required. No adverse event occurred. The customer stated her heart was beating fast. The meter has never been cleaned under the strip guide cover. The customer is not taking heparin or other direct thrombin inhibitors. The customer is not anemic and does not have antiphospholipid antibodies. The meter and test strips were requested for investigation. The customer returned the meter. The test strips were not returned. Based on a review of the memory of the returned meter, additional discrepant results were identified: on (B)(6) 2016 there is a result of 2.0 inr at 3:12 p.m. And a result of 1.0 inr at 3:22 p.m. On (B)(6) 2017 there is a result of 2.9 inr at 6:06 p.m. And a result of .9 inr at 6:08 p.m. On (B)(6) 2018 there is a result of 2.2 inr at 11:47 a.m. And a result of 1.0 inr at 11:53 a.m. The returned meter was tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180. Qc 1: 2.5 inr; qc 2: 2.6 inr; qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. No information was provided in the complaint case that would point to a cause for the result discrepancy. Retention test strips (lot 286319) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.